Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
The advocate reported that about two months ago from the day she contacted us, her daughter's blood glucose reading on a contour next link 2.4 meter was approximately 6 mmol/l higher compared to that obtained on another meter. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer indicated that they have no further issues with the device. Test strips are not expected to be returned for evaluation. Since the strip information was not provided, this report will be submitted under the meter information.